Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2011, the plaintiff was implanted with an ams miniarc precise to treat stress urinary incontinence. The plaintiff's attorney alleged that the "plaintiff suffered serious bodily injuries, including extreme pain, bladder spasms, continued urinary incontinence, erosion of her internal bodily tissue, and other injuries." The plaintiff's attorney also alleged that the plaintiff's injuries include permanent disability, permanent instability and loss of balance, and permanent injury requiring rehabilitation.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.